Manufacturer narrative:
It was reported that " customer states upon assembly of the bed there was a screw that must have fallen out and customer no longer has the screw. Customer states there is power and the head part goes up but is tilted because of the missing screw, but states the middle and foot section is not working. Customer states it is not making any noise for the head/middle section of bed". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that " customer states upon assembly of the bed there was a screw that must have fallen out and customer no longer has the screw. Customer states there is power and the head part goes up but is tilted because of the missing screw, but states the middle and foot section is not working. Customer states it is not making any noise for the head/middle section of bed."